Manufacturer narrative:
H6: investigation summary. 1200 representative samples were received by our quality team for evaluation. The samples were subjected to visual inspection to check for foreign matter. Two of the 1200 samples were found with a brown embedded foreign matter on the top web. No other types of loose foreign matter were observed on the eclipse product and within the unit packaging. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The top web was purchased from a supplier and awareness has been raised to the supplier on this compliant. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that needle eclipse 18x1-1/2 rb had foreign matter. This occurred on 48 occasions. The following information was provided by the initial reporter: it was reported sediment inside the packaging.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle eclipse 18x1-1/2 rb had foreign matter. This occurred on 48 occasions. The following information was provided by the initial reporter: it was reported sediment inside the packaging.